Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip cables at the distal clevis were broken. A cable segment was sticking out at the wrist. No other cables were damaged and no major wear was found on the distal clevis. No other damage was found. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who reported this complaint. According to the csr, he was told by the site's da vinci coordinator that the broken instrument piece was retrieved from the patient laparoscopically and the surgical procedure was completed with an instrument of the same type. There was no harm or injury to the patient. This complaint is being reported due to the following conclusion: a piece of cable from the megasuturecut needle driver instrument broke off and fell into the patient.

Event description:
It was reported that during a da vinci si surgical procedure, a piece of the cable hook on the megasuturecut needle driver instrument broke off and fell into the patient's abdomen. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.